Event description:
It was reported the insulin pump was not working. The device alarmed button error and customer was unable to clear it. Customer's blood glucose was 12.9mmol/l. Customer stated the device might have been exposed to the sweat, since she was dancing and the device was tucked in her jeans. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.